Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the reusable endoscope sheath, tip was broken. The issue occurred during a tur diagnostic procedure. There were no reports of patient harm. There were no reports of patient harm.